Manufacturer narrative:
H10: the lot numbers were provided for the two malfunctions and a lot history review was performed. The device was returned for one of the malfunctions therefore,the investigation is confirmed for one complaint as break. For another malfunctions the investigation is inconclusive for break. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the malfunctions indicated that model sk15035m support catheter allegedly experienced a break. This information was received from various sources. One of the malfunctions involved a female patient with no reported consequences. No other patient information was provided.

Manufacturer narrative:
The lot numbers were provided for the two malfunctions and a lot history review will be performed. The device was returned for one of the malfunctions, and the other returned a photo only. The investigations are currently underway. The devices are labeled for single use.

Event description:
This report summarizes two malfunction. A review of the malfunctions indicated that model sk15035m support catheter allegedly experienced a break. This information was received from various sources. One of the malfunctions involved a female patient with no reported consequences. No other patient information was provided.

Event description:
This report summarizes two malfunctions. A review of the malfunctions indicated that model sk15035m support catheter allegedly experienced a break. This information was received from various sources. One of the malfunctions involved a female patient with no reported consequences. No other patient information was provided.

Manufacturer narrative:
H10: the lot numbers were provided for the two malfunctions and a lot history review will be performed. The device was returned for one of the malfunctions, and the other returned a photo only. The investigation is confirmed for one complaint as break and the photo review is still pending. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.